Event description:
The report received from the affiliate indicated that a brachial approach was chosen for the percutaneous transluminal angioplasty/pta procedure. A 120 cm. Smart control 8 x 40 stent was delivered to the target lesion and the stent was released, but the stent jumped approximately 2 cm. Distally during the stent deployment. Thus the proximal lesion of the common iliac artery was not covered. Therefore, an additional (non-cordis) stent was placed proximally to the smart control stent and the entire lesion was fully covered. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis. The target lesion was the right common iliac artery. The lesion was reported to be: a 90% stenosis, moderately calcified and slightly tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The handle of the device was held flat and straight outside the patient. No unusual force was applied during deployment. There were no reported product issues during deployment of the second stent. No thrombus was noted during the procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: a 120 cm. Smart control 8 x 40 stent was delivered to the right common iliac artery and the stent was released, but the stent jumped approximately 2 cm. Distally during the stent deployment requiring deployment of an additional (non-cordis) stent proximal to the smart control stent. The procedure was finished successfully and there was no patient injury reported. The lesion was reported to have a 90% stenosis, was moderately calcified and slightly tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the stent. The handle of the device was held flat and straight outside the patient. No unusual force was applied during deployment. A brachial approach was used. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15634445 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.